Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: analysis confirmed the reported event; the device failed incoming functional test due to failure on the printed circuit board (pcb).

Event description:
It was reported there was a stimulation set error. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.